Event description:
The reporter rec'd an er1 message on four occasions when he first purchased his surestep meter. He claims no harm and did not have professional medical intervention as a direct result of the meter reading.